Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and was variable. Also, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was variable. Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on both the superior vena cava (svc) and rv coils. Afterwards, the pacing impedance also increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.